Event description:
Caller states the she tested at 190mg/dl on her device but had low blood glucose symptoms. She went to the hosp approx 10 minutes later and tested at 30mg/dl on thir equipment. She received orange juice and was released. No stip information was provided. No quality controls were used. Requested return of suspect device and replacement was sent.